Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus') and genital haemorrhage ('heavy bleeding') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard time removing the migrated coil" and device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included gravida (6), parity 4 and ectopic pregnancy. Previously administered products included for birth control: implanon in 2011 and mirena from 2003 to 2006. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/ pain"), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual periods"), dysgeusia ("constant metal taste in her mouth") and cystitis ("infection: bladder/ bladder infections"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss"), mood altered ("hormonal changes: moodiness"), hot flush ("hormonal changes: hot flashes") and migraine ("migraines/headaches"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain\abdominal pain") and hypersensitivity ("allergic reaction"). On an unknown date, the patient experienced nausea ("nausea") and bladder disorder ("bladder/urinary problems : bladder problem"). The patient was treated with antibiotics, codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, menorrhagia, dysgeusia, hypersensitivity, mood altered and hot flush outcome was unknown and the pelvic pain, dyspareunia, abdominal pain, female sexual dysfunction, dysmenorrhoea, alopecia, cystitis, migraine, nausea, weight increased and bladder disorder had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hot flush, hypersensitivity, menorrhagia, migraine, mood altered, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: upon insertion, 3 coils were visible outside of left tube and one coil was visible outside of right tube. Left salpingectomy was done in 2005. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: bladder problems was added as a event. Event outcome of pelvic pain was updated from unknown to recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus') and genital haemorrhage ('heavy bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard time removing the migrated coil" and device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included gravida (6), parity 4 and ectopic pregnancy. Previously administered products included for birth control: implanon in 2011 and mirena from 2003 to 2006. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/ pain"), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual periods"), dysgeusia ("constant metal taste in her mouth") and cystitis ("infection: bladder/ bladder infections"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss"), mood altered ("hormonal changes: moodiness"), hot flush ("hormonal changes: hot flashes") and migraine ("migraines/headaches"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain") and hypersensitivity ("allergic reaction"). On an unknown date, the patient experienced nausea ("nausea"). The patient was treated with antibiotics, codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, menorrhagia, dysgeusia, abdominal pain, hypersensitivity, mood altered and hot flush outcome was unknown and the pelvic pain, dyspareunia, female sexual dysfunction, dysmenorrhoea, alopecia, cystitis, migraine, nausea and weight increased had resolved. The reporter considered abdominal pain, alopecia, cystitis, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hot flush, hypersensitivity, menorrhagia, migraine, mood altered, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: upon insertion, 3 coils were visible outside of left tube and one coil was visible outside of right tube. Left salpingectomy was done in 2005. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 16-aug-2019: pfs and medical record received: new events added from pfs: migration of essure device: uterus, apareunia (inability to have sexual intercourse), dysmenorrhea, hair loss, moodiness, hot flashes, bladder infection, migraines/headaches, nausea, weight gain, patient did not underwent essure confirmation test and hard time removing the migrated. Medical history, historical drugs and treatment drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.